Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the physician performed an evar procedure on (B)(6) 2021. He tried to use manta devices. The physician used one manta 18f and was successful. He used one 14f and reported that it was defected as the valve pushed back the bypass tube. The physician used another manta 14f and was successful. Additional information received on 19oct2021: during the evar procedure, there were no issues with advancing or withdrawing procedure sheaths. After first manta would not advance, physician stated the entire manta sheath was removed over the wire, and a new sheath was placed for the second successful manta deployment.

Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f ce manta successfully deployed for closure in the right femoral artery. A 14f ce manta was then deployed for closure in the left common femoral artery. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. The sheath was removed and a second 14f ce manta, was opened and was successfully deployed without complication.